Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving clonidine (1000 mcg/ml at 180.7 mcg/day) and morphine (20 mg/ml at 3.614 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the pump had eroded through the patient's skin and was replaced on (B)(6) 2018. The date of the erosion was not known. A new catheter segment was used during the surgery also. No infection was confirmed. It was noted the patient had recently lost a lot of weight. The distal catheter was aspirated during the surgery. No further complications were reported.